Event description:
It was reported that a pt underwent a "hemi-hepatectomy" for "reduction in kidney function" on (B) (6) 2009. A single drain was placed in the surgical field via a puncture wound "left of the right rectus muscle" during the surgery. The drain trocar was used to create the puncture site with no surgical complications. The drain remained in the pt for six days and functioned as intended during the six days. An "intra-peritoneal hematoma with 1000 cc of blood" formed ten minutes after the drain removal by the operating surgeon on (B) (6) 2009. Active bleeding was stopped "by compression of the abdominal wall". The surgeon opines the hematoma formed from a "drain trocar injury to an abdominal vessel at the time of drain insertion". The doctor also opines that a "reduction in kidney function" and liver dysfunction rendered the pt "prone to bleeding".

Manufacturer narrative:
(B) (4). (B) (4) manual compression to abdominal wall. Physician indicated that perforation of vessel occurred during placement of drain. Bleeding occurred upon removal. Damage to vessel caused by drain placement. Additional info: the actual device batch # associated with this event is not known. The international affiliate reports the following possible batch number: batch 49803isp mfg date: 07/13/2009, exp date: 08/31/2014. In addition, a review of the batch mfg records for the possible batch # was conducted and the batches met all finished goods release criteria.